Manufacturer narrative:
D4: lot #: the suspected lot was r24g04093 or r24k07178. D4: unique identifier (UDI) # and d4: expiration date: the UDI# for suspect lot r24g04093 is (B)(4) and expiration date is 07/04/2026. The UDI# for suspect lot r24k07178 is (B)(4) and expiration date is 11/07/2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke and was unable to disconnect from the y-site of an unspecified "pca" tubing; 3ml of solution was lost. This was observed when trying to disconnect intravenous fluid (ivf) located on the y-site of the pca tubing; additionally, a chemotherapy drug was in use. The pca tubing was not impacted; however the solution set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H4: device manufacture date: the suspect lot r24g04093 was manufactured on 07/06/2024. The suspect lot r24k07178 was manufactured on 11/08/2024. H11: two (02) devices were received for evaluation; one (1) used sample with lot r24k07178 and one (1) unused sample of lot r24g04093. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, priming, functional testing using gravity and an in-lab spectrum iq pump, and back pressure testing were performed on both samples; the devices were found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.